Event description:
It was reported that the customer went to the emergency room and subsequently hospitalized in the intensive care unit with a blood glucose level between 300-400 mg/dl. The customer received treatment with intravenous fluids of saline and insulin, which resolved the issue. There was no permanent damage identified, and the customer was released from the hospital on (B)(6) 2025. System check with tandem technical support confirmed the pump was functioning as intended, however the infusion set had been in use for more than 48 hours. Tandem technical support educated the customer on trusteel labeling.